Manufacturer narrative:
Additional information was provided stating the sodium electrode lot number was g88.

Manufacturer narrative:
A specific cause could not be identified. Possible reasons for the erroneous result were air in the ise flow path, which was caused by operator handling error upon ise reagent replacement ora pre-analytics issue. No adverse events were reported.

Event description:
The user received questionable ion selective electrode (ise) sodium results and provided data for two patient samples. Repeat testing was performed (B)(6) 2010 on cobas c501 analyzer serial number (B)(4). All results are in mmol/l. Patient sample 1 initial result was 129 and the repeat result was 140. Patient sample 2 initial result was 132 and the repeat result was 140. The initial results were reported outside the laboratory. No adverse events were alleged regarding the event. The lot number of the sodium electrode was not provided. The field service representative could not find a cause. He verified the analyzer operation with successful ise checks, precision testing with results within the acceptable range and quality control.